Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a severely calcified lesion with 100% chronic total occlusion located in the proximal rca. The device was inspected with no issues. Resistance was encountered when advancing the device. It was reported that stent deformation occurred in vivo during positioning/advancement. It was indicated that struts of the stent were opened due to the calcification of the lesion. The procedure was not completed. The patient will be brought back for a cto with rotablation. The patient is reported to be alive with no injury.